Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was successfully inserted through the catheter. The guidewire was tested multiple times, and deployment to basket and flower configurations was functional with no unusual resistance noted. Flushing the catheter through the irrigation line was tested, and flushing was not functional in any configuration (undeployed, basket, and flower state). Dissection of the catheter revealed kinking and stretching of the flush lumen, likely contributing to the reported flushing difficulties. The reported difficulty irrigating the catheter was confirmed through analysis.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Upon preparing the catheter, the main port of the catheter was flushed, but not the lumen connecting to the saline drip. The saline line was connected to the end of the catheter as the catheter was in the left atrium of the patient, and the drip was not occurring at a nominal rate. Before applications of the catheter were performed, the catheter was removed from the patient to test the drip from the catheter, which was confirmed to not be dripping. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Upon preparing the catheter, the main port of the catheter was flushed, but not the lumen connecting to the saline drip. The saline line was connected to the end of the catheter as the catheter was in the left atrium of the patient, and the drip was not occurring at a nominal rate. Before applications of the catheter were performed, the catheter was removed from the patient to test the drip from the catheter, which was confirmed to not be dripping. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.